Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 (date of implementation of UDI in manufacturing).

Event description:
It was reported that the adjusting knobs for the auxiliary o2 and suction device needed to be replaced. There was no patient harm reported manufacturer's reference number:(B)(4).

Manufacturer narrative:
Our investigation of this complaint has been finalized. It was reported that one of the knobs on the auxiliary o2 and suction module was missing and new knob was installed on the device. The anesthesia system was cleared for clinical use. We have not been able to determine when or why the knob became dislodged from the device.

Event description:
Manufacturer's reference number: (B)(4).